Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have had high blood glucose of over 600 mg/dl and was not resolved with manual injection. Customer went to the hospital on (B)(6) 2016 with blood glucose of 595 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized and then released and customer did not feel well and returned to the hospital on the same date. Insulin pump would be replaced per healthcare professional's recommendation.